Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a gastrointestinal stenting procedure in the sigmoid colon on (B)(6) 2015. According to the complainant, the stent was used to treat an 8cm. Lesion; the procedure was a palliative treatment for a large bowel obstruction caused by malignancy. Reportedly, the patient's anatomy was tortuous. During the procedure, the stent was able to be fully deployed through a 2-channel endoscope. However, when the physician began to remove the delivery system through the stent it got caught on the deployed stent. The inner catheter was kinked at the stent holder fin of the delivery system and was catching on the distal side of the stent. The physician attempted to retract the delivery system but the inner catheter would not retract into the delivery system. The physician inserted a pair of forceps through the second channel of the scope and was able to separate the fully deployed stent from the delivery system to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex enteral colonic stent delivery system was returned for analysis. Visual and microscopic examination found no issues with the profile of the stent holder, inner catheter or tip. Visual and tactile examination of the returned delivery device found that the shaft was kinked 65mm distal to the distal handle. This type of damage is consistent with excessive force being applied to the delivery system. The cause of the damage noted during the analysis was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)grammar/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was used during a gastrointestinal stenting procedure in the sigmoid colon on (B)(6) 2015. According to the complainant, the stent was used to treat an 8cm. Lesion; the procedure was a palliative treatment for a large bowel obstruction caused by malignancy. Reportedly, the patient's anatomy was tortuous. During the procedure, the stent was able to be fully deployed through a 2-channel endoscope. However, when the physician began to remove the delivery system through the stent it got caught on the deployed stent. The inner catheter was kinked at the stent holder fin of the delivery system and was catching on the distal side of the stent. The physician attempted to retract the delivery system but the inner catheter would not retract into the delivery system. The physician inserted a pair of forceps through the second channel of the scope and was able to separate the fully deployed stent from the delivery system to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.